Event description:
Tried using wand with preset settings and nothing happened. Heard activation tone and numbers flashed. Increased coag and current per surgeon's request and still nothing. Checked connections and increased setting again but problem continued. A device was opened and the procedure completed. No harm to the patient.what was the original intended procedure?left knee arthroscopy, menisectomy and lateral release.device #1is this a laboratory device or laboratory test?no.